Event description:
Dealer advised battery lights drop down to one red light and chair get sluggish intermittently and then goes back up. Dealer advised charger was replaced two weeks ago and batteries were replaced in (B)(6) 2014.